Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately six years post-implantation due to allegations of pain, elevated metal ion levels, aseptic lymphocyte dominated vasculitis associated lesion (alval), pseudotumor, metallosis, tissue damage and metal wear. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Concomitant medical products- item number: us157844, item name: m2a magnum cup, lot #: 511660, item number: x180309, item name: bi-metric/x por nc 9x125, lot #: 312830. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03109. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision procedure approximately six years post-implantation due to allegations of pain, elevated metal ion levels, aseptic lymphocyte dominated vasculitis associated lesion (alval), pseudotumor, metallosis, tissue damage and metal wear. During the revision procedure, corrosion was noted on the taper as well as abundant reactive synovial tissue.

Event description:
No additional information.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. The complaint was confirmed from review of the medical records/radiographs provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.